Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the unit was found to have unstable motor speed. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported this device doesn't turn on. Occurred out of surgery and there was no delay, injury, or additional medical intervention. Evaluation of the device later revealed that the motor speed was unstable. No adverse events were reported as a result of this malfunction.